Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported check vent: "alarm failed¿ alarm sounded. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the v60 vent was received at the international service center for evaluation. The service technician duplicated the report of "alarm failed¿ alarm sounded. Resolution and disposition: cpu (central processing unit) board was replaced.

Manufacturer narrative:
Cpu board was returned to the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. The cpu board was installed in a test ventilator. The test unit annunciated message ¿check vent: primary alarm failed¿, which confirms the reported issue. Cpu board was removed from the test unit. Troubleshooting was performed, which revealed a failure of capacitor c208. The failure of capacitor c208 had caused the monitoring circuit of primary alarm 2 to measure the speaker current too low. This triggered the ¿primary alarm failed¿ alarm (e/c1102). Replacing c208 resolved the problem.